Event description:
It was reported that a patient underwent a laparoscopic prolapse procedure on (B)(6) 2023 and suture was used. During the procedure, the needle pulled off inside the trocar. Needle search and recovery resulted in an increase of the operating time. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - were there patient consequences as a result of this incident? No. - if so, which ones and how were they processed? On the other hand, increase in operating time. - is the device available for expertise? No. - were there any changes in the patient's post-operative care resulting from the lengthening of the operating time? None. - were there any consequences or complications resulting from the lengthening of the operating time? No. - how long is the extension of the operating time (in minutes)? A few extra minutes. - has the needle fallen into the patient? The needles have remained in the laparoscopy trocar (disconnected). - if yes, was the needle portion removed from the patient during the same procedure? The needle was intact and remained in the trocar. - was an x-ray examination performed to locate the needle? No searching for the needle with the x-ray. - what is the current condition of the patient? Nothing to report. - was there tissue damage as a result of finding the needle portion? No damaged tissue. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event problem component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.